Manufacturer narrative:
Likely case of temporary neuropraxia caused by manipulation of the nerve during the implant procedure. This is a known risk of the implant procedure. The physician has postponed the activation of the patient's system by 3 weeks to allow more time for the nerve to heal from the implant procedure. Previously submitted on 30 aug 2016. Receipt received from FDA 30 aug 2016. Resubmitting per FDA request.

Event description:
At the patient activation, there was visible unilateral tongue atrophy, patient says it's been improving since implant. She was also lisping and having problems swallowing immediately post implant, but that is now resolved. Activation had high functional thresholds with minimal tongue movement. This is possibly a case of temporary neuropraxia from the implant procedure, which is an expected event. Activation of patient's therapy was postponed to allow additional time for their hypoglossal nerve to heal from the implant procedure.